Event description:
Procedure type: lap gastric banding. According to the reporter: during the case, the distal tip of the trocar's obturator broke off into the pt, half of the blue guard and all of the white fin. All pieces were retrieved. A new trocar was placed to continue on with the case. Or time was delayed 30 minutes. There was no report of pt injury, unanticipated blood/tissue loss.